Manufacturer narrative:
Section d9 was updated due to a part return. Section h6 evaluation codes were updated due to the analysis of the returned part. Conclusion code (annex d) - remove d02 and add d15 component code (annex g) - remove g02005 and add g07001. Section h3 device evaluation summary: was updated due to the analysis of the returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without injury. Service personnel (sp) inspected the device, confirmed the reported issue in the logs and replaced the pneumatic interface (pi) printed circuit board assembly (pcba) based upon the codes and also updated the software/firmware to the latest revisions. The device passed all calibrations and tests per manufacturer specifications at the time of service. The pi pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. Although the pi pcba was replaced in the field, the returned pi pcba was tested satisfactorily. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator entered into backup ventilation. The patient was removed form the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without injury. Service personnel (sp) inspected the device, confirmed the reported issue in the logs and replaced the pneumatic interface (pi) printed circuit board assembly (pcba) based upon the codes and also updated the software/firmware to the latest revisions. The device passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the pi pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.